Event description:
It was reported that the insulin pump has cracks around the display window. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: pump received with no button response due to unlocked j2 connector on lcd board. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.